Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection determined that the silicone insulation was peeled away from the distal end of the cold jaw support. Based on the returned condition of the device the reported complaint was confirmed for ¿insulation -peeled¿. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 fiberglass insulation was getting frayed, exposing the wire. From the start of the procedure, they had white out smoke which impeded visualization and they could not see what they were doing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 10:26 am (gmt-4:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 fiberglass insulation was getting frayed, exposing the wire. From the start of the procedure, they had white out smoke which impeded visualization and they could not see what they were doing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.